Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding in the camera cable and main unit's image capture. Based on the results of the investigation, and since image malfunction and disconnection were not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It is likely water tightness failure of cable unit occurred due to stress boot damage on the cable head side. However, a definitive root cause could not be determined. It is likely image capture flooding occurred due to stress boot damage on the cable head side. However, a definitive root cause could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image malfunction and disconnection. It is unknown when the issue occurred, but it was reported the unknown therapeutic procedure was completed. There were no reports of patient harm.